Manufacturer narrative:
(B)(4). Investigation summary: two photos were returned by the customer displaying tubing separation from one of the set's smartsites. The customer complaint that tubing fell apart just below the y-port was verified. However, the root cause of this failure could not be identified as no product was returned for evaluation. A device history record review for model 2420-0007, lot number 19103299 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15oct2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no physical samples were returned. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv tubing separated below the y-port, causing chemotherapy leakage. The following information was provided by the initial reporter: "nurse had the tubing set up attached to chemo, and hooked up to patient. Nurse was checking for blood return just after the drug started, no success, and then saw the tubing fall apart just below the y-port, causing a small chemotherapy spill. "